Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1239036, batch j1239043.

Manufacturer narrative:
(B)(4): the broken surface of the drain piece is indented and has signs of small cuts. The drain could be slightly damaged during the manipulation, and break at the damaged place.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch j1239036 mnf. Date 08/01/2012, exp. Date 08/31/2017.batch j1239043 mnf. Date 08/01/2012, exp. Date 08/31/2017.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was used. Post operatively, the drain was removed. When the wound was being cleaned, it was noted that a small piece of a foreign body could be felt by touch superficially on the wound. The foreign body was found to be approximately 1 cm of the drain. Additional information has been requested.